Event description:
The distributor contacted animas on (B)(6) 2012, alleging the pump experienced a reboot failure. There was no reported adverse event associated with this complaint. No further information was available. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: an examination of the pump's black box showed no unusual power on resets. There was no damage found during investigation of the battery compartment and the battery cap fastened to the pump securely and was found to be within specifications. The pump was able to power on normally. The electrical currents were found to be within specifications. During evaluation of the pump, no moisture or damage was found in the in the power flex or circuit board. The pump was unable to be tested for 24 hours due to an unrelated load step malfunction. The load step malfunction was reported under MDR #2531779-2013-01747.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.